Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed that the distal tip was missing. The plug appears to be intact and in place. The anchor appears to be intact and in place. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A functional evaluation showed that the distal tip/plug actuator advanced as intended. The anchor actuator advanced the anchor as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found a certificate of analysis (coa) is required for raw material and a ftir and gpc test data must accompany the coa. A clinical review states the three provided (undated/unlabeled) photos of the healicoil device and anchor were reviewed appear to show tip of the anchor broken off. Per the functional evaluation report ¿a functional evaluation showed that the distal tip/plug actuator advanced as intended. The anchor actuator advanced the anchor as intended.¿ the patient impact beyond the reported device breakage is not anticipated, as ¿the broken piece was removed from the patient¿. "No patient injury has been reported." Therefore, no further medical assessment is warranted. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy, the distal anchor of the healicoil broke off from the tip when the suture was passed through the eyelet. Instruments inside patient. The procedure was completed with a back-up device. No further complications to patient were reported due this event. Unknown if there was a surgical delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.